Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 999 mg/dl. The insulin pump's buttons were hard to push and slow to respond. His most current blood glucose level was 308 mg/dl. However the insulin pump entered 999 mg/dl and then went blank when he pressed the act button. The customer received two low reservoir alarms. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.